Event description:
During an up and over 9fr flexor sheath over rosen wire left cfa procedure, puncture for delivery stent graft to right cfa (common femoral artery). As it passed over the bifurcation, the obturator snapped back, and the sheath leading edge "ploughed" the right cia wall, causing acute dissection. Managed conservatively, but still present on 6 month scan and may need stent repair. No add'l pt info was provided by the reporter.

Manufacturer narrative:
Lot info was not provided by the reporter. Expiration date unk as lot is unk. Blood loss. Other no add'l info was provided regarding pt. Per quality control specifications, this device is inspected 100% during final inspection, confirming the distal tip of sheath is sanded and free of rough edges and confirming a smooth transition between sheath and dilator at sheath's distal end. Without benefit of a lot number or the returned device for examination, it is difficult to determine with certainty why the physician experienced this failure mode; however, it is possible poor user technique may have contributed: dilator not sufficiently secured to sheath via opti-loc feature. Unless an audible click is achieved between the sheath and dilator, the dilator may back out during advancement creating poor transition at the distal end causing difficult advancement and/or vessel trauma. Device not held at point close to entry site. Grasping the device away from entry site during advancement may cause flexure in sheath/dilator system and increased approach angle creating gap at distal transition causing difficult advancement and/or vessel trauma. We are continuing our monitoring complaints and appropriate internal personnel have been notified.